Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. An analysis of the system logs noted that towards the end of the logs, the handle was placed on a charger. The next time the handle initializes is with low voltage detected on the charger, a low relative state of charge value, and low individual cell voltages. The handle was opened up and both batteries were found to be vented. The battery was replaced with a known working one and the handle powered on. After the handle turned on, it was noted that the screen was dim. A clamshell was attached to the device and held out at an arms length. The handle was then tilted upwards at a thirty degree angle. The screen was not very visible when held in this manner. The logs were evaluated and there were no abrupt or sudden ends to logs with no restart command, indicating that the cause of dim screen was not due to an esd event or an abrupt shutdown of the power handle. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. The root cause of the device not charging was determined to be a result of a software fault. The battery cells vented, causing them to leak electrolytic fluid. The battery cells would be unable to charge under these circumstances and would result in the handle entering a cell under voltage state. Improvements have been initiated to mitigate this condition. The root cause of the dim display was determined to be a result of a component failure. However, the cause of this specific failure could not be reliably determined. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior an esophagectomy procedure, the display of the reported handle was noted to be darker when compared with the other. It was stated that sales representative removed the reported handle from the charger, the charger illuminated green but the display was in a status of being charged less than a half. As the situation was not improved even if trying for several times, the event was reported. There was no patient involvement.

Event description:
According to the reporter, prior an esophagectomy procedure, the display of the reported handle was noted to be darker when compared with the other. It was stated that sales representative removed the reported handle from the charger, the charger illuminated green but the display was in a status of being charged less than a half. As the situation was not improved even if trying for several times, the event was reported. There was no patient involvement. Medtronic's initial evaluation of the incident device found vented battery.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.